Event description:
It was reported that leakage was found on the inflation line during the pre-test. This problem was resolved by replacing the device with a new one. The event occurred in the hospital and the operator was a health professional. No medical intervention was required. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.